Manufacturer narrative:
The DHR was reviewed, and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. The probable root cause for the reported defects could be due to user lack of training. The marketing team has been informed to follow up and conduct necessary training to users. The complaint trend will continue to be tracked and monitored.

Event description:
The catheter has a peel back issue & it got cross punctured via needle while inserting into the patient.

Event description:
It was reported that bd neoflon pro 24 g needle through catheter while introducing catheter the catheter has a peel back issue & it got cross punctured via needle while inserting into the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.